Manufacturer narrative:
Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with bubbles forming in syringe when drawing blood slowing down the process.

Manufacturer narrative:
This complaint was determined to be related to report # 1213809-2019-00235 and will be combined there as a result. 1213809-2019-00220 is cancelled due to this.

Event description:
It was reported with the use of the bd luer-lok¿ syringe sterile, single use there was an issue with bubbles forming in syringe when drawing blood slowing down the process.